Event description:
The pt reported that her infusion device was making a clicking sound. When the pt reviewed the infusion device display the display was blank and the infusion device continued to make a clicking sound. The pt placed a new power pack in her infusion device, but the display remained blank and was still making a clicking noise. The pt was aware of the power pack recall and the need to change her power pack every 2 weeks. The pt did not know exactly how long ago she changed her power pack, but stated it could have been 1.5 to 2.5 weeks ago. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. Product has been requested to be returned for eval.